Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that oversensing was observed on the electrocardiogram. The cause of the oversensing was unknown and the patient's physician was concerned about a seizure causing the oversensing. The device remains in use. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data. The data has been analyzed and revealed one short v-v sensed event of < 220 ms observed on the (B)(4) 2010. (1 episode vf).